Manufacturer narrative:
Manufacturer's investigation findings: the report of driveline disconnect alarms could not be confirmed through this evaluation as no log files were available for review. The report of difficulty reconnecting the driveline at the inline connectors could not be confirmed as no product or photos were received for evaluation. A specific cause for the reported events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. These documents warn that disconnecting the driveline from the system controller will result in a loss of pump function and instruct the user to promptly reconnect the driveline to resume pump operation if it disconnects from the system controller. The IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jul2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 29-sep-2021 that the patient expired (B)(6) 2021 at an outside facility due to a disconnected driveline. Healthcare providers were unsure if the driveline disconnect was intentional, but based on the patient's history, it is believed that it was intentional. The death was not device related and when connected properly the device was functioning as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that emergency medical services (ems) was called because the patient was alarming 'connect driveline' without any resolution. The emergency medical technician was on the phone with the patient's ventricular assist device (vad) coordinator and the patient's system controller continued to alarm 'connect driveline'. They were able to confirm that it was at the modular cable connection. The vad coordinator walked the emt through how to engage the modular cable connector nut, but they said that when they had it secured it 'kept popping off'. It was recommended that they tape the modular cable to the pump cable until the patient could be transported to an implant center for evaluation, which was done. The patient was alert throughout this process. Additionally, when placed on batteries the patient had a 'connect power' alarm, and the patient was therefore stuck using the mobile power unit (mpu). The batteries were confirmed to have 2019 manufacture dates. They attempted to try different batteries and clips but were unsuccessful. The vad coordinator relayed that it was urgent for the patient to be brought to the hospital immediately, but the patient refused. It was then recommended that as a last resort the controller should be exchanged, since that was the only component aside from the modular cable that had not been troubleshot, however, the patient had no additional controllers or backup equipment on them. The vad coordinator again emphasized the urgency of coming to the hospital, but the patient continued to refuse transport to the emergency department (ed) and stated that their daughter would be called to provide support. Related manufacturer's reference number for the modular cable and system controller: 2916596-2021-05413, 2916596-2021-05414.